Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition to this, the adhesive patches (clear and/or white) can cause skin allergic reaction or skin irritation, which is also a known anticipated adverse effect. The user reported skin irritation and redness caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was on (B)(6) 2025 after charging the transmitter. The user's hcp was aware of the event and prescribed flonase nasal spray because it has a steroid.

Event description:
Senseonics was made aware of an incident where user reported skin irritation and redness caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was on (B)(6) 2025 after charging the transmitter. The user's hcp was aware of the event and prescribed flonase nasal spray because it has a steroid.